Event description:
It was reported that the drive support cap is protruded. Customer's blood glucose reading is 200 mg/dl. Advised customer not to manipulate or push on the drive support cap while connected. Customer stated that he recently had a high blood glucose and went into diabetic ketoacidosis, which led to a heart attack. Advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a slanted/flush drive support disk. However, the insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime and the excessive no delivery test. The insulin pump had a severely scratched display window, cracked reservoir tube lip and a broken belt clip slot.